Event description:
Pt had right mandibular repair with plate and screw fixation on 6/16/96. During right mandibular exporation for incision and drainage on 7/8/96, a portion of the cheek retractor used during surgery on 6/16/96 was found.